Event description:
It was reported the procedure was to treat a severely stenosed lesion in the diagonal artery. After stent implantation, poor expansion was observed at the proximal end of the stent. A 4.5x12mm nc trek balloon dilation catheter (bdc) was used to post-dilate the stenotic segment; however, after balloon inflation and complete deflation, the balloon could not be retracted. Subsequently, another device was used to puncture the balloon, and it was retrieved using a guiding catheter. A new balloon of the same model was then used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty appears to be related to operational context. It was reported by the account that there was difficulty removing the balloon dilatation catheter (bdc) from the patient anatomy. In this case, it is possible that the bdc interacted with the severely stenosed lesion resulting in the reported difficulty removing the device. Additional treatment was performed to remove the device from the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.